Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was visiting (B)(6) and she woke up with a very high blood glucose. Customer changed the set and the reservoir and then bolused. Customer stated that her blood glucose did not go down. Customer treated with 10 units by injection and her blood glucose came down. Customer was hungry and her blood glucose was over 400 mg/dl. Customer has taken insulin injections and changed sets, but she is still high. Customer's blood glucose was 416 mg/dl at the time of the incident. Customer has treated by injection and the pump. Customer's blood glucose had dropped to 261 mg/dl at the time of the call. Customer stated that she will wait and see what happens. Customer's blood glucose has come down almost 200 points while troubleshooting and from all the insulin that was delivered before the call. Customer stated that she will watch her blood glucose and call back if necessary.